Event description:
Family member reported that pt began to have vomiting and diarrhea. A freestyle reading of 295 mg/dl was received. Paramedics were called and a comparison reading of 497 mg/dl was obtained from an unidentified brand of meter. Time between readings was not captured. The hosp discovered high acid levels and treated the child wtih an insulin drip. The child was hospitalized for 4-5 days according to the family member.